Event description:
It was reported that a patient underwent an unknown procedure within the last 18 months and a barbed suture was used. Post-op, the product was spitting. The patient returned with problems. The dressing was changed and the patient continued to return. The doctor is not sure what the issue was. It has been narrowed down to issues with the barbed suture. The skin spitting out, the bar in the wound where the reaction is occurring. The doctor tried rubbing it, and ten days to two weeks later, it dissolved. Within two to three weeks, the patient was uncomfortable. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Was at least one pass in reverse direction performed prior to closure? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical/surgical intervention required to treat the patient condition including medication name and results. Did the suture extrude? What is meant by ¿the bar in the wound¿? Did the stratafix suture break post-op? If so, where was the break noted (termination, middle, end)? Did the patient 1 ((B)(4) - sxpp2b412) experience a small wound dehiscence, as it was stated ¿then last week opened up a little¿? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Are there any photos available for patients 2 through 6? Additional information was requested, and the following was obtained: we shared his all stratafix information on his card; however, based on his pa¿s comments, there were concerns about sxpp2b412 due to the tissue reactions. It's been a long time for the rest of the other complaint cases, and they don't know which codes are associated with the previous tissue reactions.